Event description:
It was reported that a patient underwent a thoracoscopic radical resection for lung cancer procedure on (B)(6) /2026 and absorbable hemostat was used. The patient underwent surgery with a history of open chest surgery, severe thoracic adhesions, and bleeding from the wound was stopped using hemostatic gauze. After the surgery was completed and a drainage tube was placed, the bleeding point of the incision was seen, and electrocoagulation was used to stop the bleeding. At this time, a small amount of hemostatic fibers stuck on the incision caught fire, which melted the drainage tube and immediately rinse and extinguish with sterilized water. The fire burned part of the drainage tube, but no traces of skin burns were found in the patient. The incision was closed after the endoscopic re-exploration of the chest cavity was normal. Additional information was requested

Manufacturer narrative:
Product complaint#: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. Where was the surgicel used (on what tissue)? 6. How much surgicel was used during the procedure? 7. Was the surgicel product left in place? Was the excess removed? 8. What were current symptoms following the index surgical procedure? What was the onset date? 9. Has any surgical or medical intervention been performed? 10. What is physician¿s opinion as to the cause of this event? 11. Was there an alleged deficiency of the surgicel that contributed to the event? 12. What is the patient¿s current status? 13. Were both product used in the same surgical site or different surgical sites? 14. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.